Event description:
It was reported that during the procedure, the stylet was failed to advance in right ventricular (rv) lead. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the stylet could not insert was confirmed. A completed lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued consistent with the procedural damage. The cause of the reported event was isolated to the inner coil over torqued. No others anomalies were found.